Manufacturer narrative:
Correction: d1. Additional information: d4, h6, h11. H11: a service history review revealed the device has been serviced within the last twelve (12) months for this same reported issue. The reported issue was not reproduced during prior return however the ultrasonic sensor was replaced. All service actions were completed during prior service and there is no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.